Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28352. It was reported that when the patient presented in clinic for a follow up, high capture threshold was observed on right atrial (ra) lead. Loss of capture and low pacing lead impedance were observed on the left ventricular (lv) lead. It was suspected that the lv lead was moved as part of the left ventricular assist device (lvad) implant procedure. There was no intervention to resolve the ra lead issue currently. Programming change was made to turn off the lv lead. The patient¿s condition was stable and being monitored.